Manufacturer narrative:
Other (code unspecified): device identifier was not provided and the product was not returned as it was discarded. Based on information provided, it cannot be determined that the alleged infection and bowel obstruction are related to prevena¿ incision management system. The nurse noted she did not believe the prevena¿ incision management system was the cause of the second bowel obstruction or the surgical site infection and noted the prevena¿ incision management system was applied post operatively in hopes to prevent any surgical site infection from occurring. She noted she did not believe it was the cause but the prevena¿ incision management system didn't prevent an surgical site infection from happening. Device labeling, available in print and online, states: warnings. Infection: the following symptoms may mean that your incision is infected. Call your doctor right away if you: have swelling at the dressing, feel feverish, have pus at the dressing site, feel an increase in soreness at the dressing, have redness around the dressing, feel itching at the dressing, feel warmth at the dressing, have a bad odor at the dressing.

Event description:
On 11-sep-2019, the following information was reported to kci by the nurse: on (B)(6) 2019, an (B)(6) women was admitted for an emergent open bowel obstruction, and the prevena¿ incision management system was placed postoperatively. On (B)(6) 2019, the patient allegedly developed a second bowel obstruction and underwent an open small bowel resection with an ileostomy placement, and prevena¿ therapy placement. On (B)(6) 2019, the prevena¿ therapy was removed. The nurse noted the prevena¿ therapy was discharged and no redness or signs of an infection were observed. Later in the day, (B)(6) 2019, the physician allegedly observed purulent drainage leaking from the lower aspect of the patient's wound. On (B)(6) 2019, the patient was diagnosed with a superficial surgical site infection and was treated with two antibiotic therapies. On (B)(6) 2019, a wound culture confirmed the presence of escherichia coli and corynebacterium species. On 23-sep-2019, the following information was reported to kci by the nurse: 'I don't believe it [prevena¿ incision management system] is the cause of the second bowel obstruction or the surgical site infection but the prevena¿ incision management system was applied post operatively in hopes to prevent any surgical site infection from occurring. I don't believe it was the cause but it didn't prevent an surgical site infection from happening." The patient was placed on antibiotic therapy for seven days post diagnosis of infection. The patient remained in the hospital pending a surgical procedure, unrelated to prevena¿ therapy, that was performed on (B)(6) 2019. On (B)(6) 2019 the patient was subsequently discharged. The prevena¿ incision management system was discarded and the device identifier was not provided, therefore a device evaluation and device history review could not be completed.